Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, mother reported that patient experienced difficulty when inserting the infusion sets. The infusion sets were inserted manually in a quick, 90-degree motion, and he was eventually able to pierce his skin with all the infusion sets. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. Alleged infusion sets were discarded and will not be returned for evaluation. Additional information was not provided.